Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple unexpected restart alarms. The customer¿s blood glucose level was 140 mg/dl. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. Customer stated that they received third time unexpected restart alarm after battery change. The customer was advised to monitor the insulin pump and that customer may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.